Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. While dividing the pulmonary vein, the stapling device was unable to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The case was completed using another stapler. There was no patient injury.